Event description:
It was reported that the micro sagittal saw overheated during a procedure. There were no user or patient injuries, and no adverse consequences.

Manufacturer narrative:
Upon visual examination, it was discovered that the saghead was coming unpressed. The saghead and upper bearing was replaced, as well as the motor with press plug. Additional preventative maintenance was also performed.